Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after 30 minutes of use in a colectomy, the device stopped sealing. There was bleeding, but it was bypassed with a tape until the device was replaced. They changed the device and the problem persisted. The device was replaced with a new one and it worked successfully on the same generator. Regrasp alarm and end tone were heard. There was no patient injury.